Event description:
The customer reported the ventilator monitor went blank, and the unit shut down with no alarm while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. All alarms were tested and passed to operating specifications. The power switch was replaced per technician discretion. Extended self testing and applicable final testing were performed and all tests passed per operating specifications.